Event description:
The customer reported the ventilator shut down and restarted on ac power while in use on a patient. The customer reported, there was no patient harm, and ventilator alarmed as specified. The respironics service technician was unable to duplicate the customer reported problem. The service technician reported while testing the transition from ac power to backup battery power, the ventilator immediately started alarming for low battery power. Review of the ventilator log history confirmed a diagnostic code that indicated a +24 volt failure. The service technician replaced the backup battery to correct the reported problem. Extended self testing (est) was performed and passed to operating specifications.